Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had a bolus anomaly. The customer¿s blood glucose level was normal at the time of the incident. The customer reported getting un-programmed boluses. Troubleshooting was not completed and no further details were provided. The insulin pump will be returned for analysis.